Manufacturer narrative:
The device was not returned for evaluation. Instead, device data from the event date was reviewed. No device abnormalities which may have contributed to the reported event were identified. The device use was determined to be off-label due to liver preservation time exceeding 12 hours, but it remains unconfirmed if this contributed to the reported event. Additional information such as patient information, patient history, and the patient outcome was requested, but was not provided. The specific root cause of the reported event could not be determined.

Event description:
Device user (du) reported that about ten minutes after the donor liver was transplanted the recipient became profoundly hypotensive. The patient required treatment with methylene blue to address the issue. The patient did not suffer a circulatory arrest. Prior to the event, reperfusion was uneventful. The instructions for use were followed when the liver was initially removed from the donor.

Event description:
Device user (du) reported that about ten minutes after the donor liver was transplanted the recipient became profoundly hypotensive. The patient required treatment with methylene blue to address the issue. The patient did not suffer a circulatory arrest. Prior to the event, reperfusion was uneventful. The instructions for use were followed when the liver was initially removed from the donor.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. The device data from the event has been obtained. A follow up report will be submitted once the results of the data assessment has been confirmed.